Event description:
The customer contacted physio-control to report that their device main keypad assembly intermittently would not operate. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio did observe an unrelated issue with the small keypad assembly. The small keypad assembly was replaced to resolve the observed issue and the main keypad assembly was replaced as a precaution. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio further evaluated the removed small keypad assembly and observed that the 12-lead button was damaged and intermittently stick in the closed position. Physio confirmed that multiple buttons on the main keypad assembly were affected because of the damaged button on the small keypad assembly. However, it was observed that only non-critical buttons on the main keypad assembly were affected. Physio determined that the cause of the reported issue was blunt force trauma to the 12 lead button on the small keypad assembly, due to customer abuse.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device main keypad assembly intermittently would not operate. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.